Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The broken conductor wire was still contained in the clear tubing. Electrical continuity was performed and failed. No damage to the conductor wire insulation was observed. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibit orange discoloration. Improper cleaning during reprocessing most commonly causes this failure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the instrument had a broken wire. The procedure was completed with a back-up instrument with no reported injury.